Event description:
Once "prime" is completed (successful) the unit has to be shut down and restarted to engage cutting, and aspirating. The console will not transition from "prime" to performing the procedure without a restart.

Manufacturer narrative:
The unit was received from the filed, functions within spec, could not duplicate malfunction, returned to customer.